Manufacturer narrative:
Manufacturing device history record review was not performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a cadd pump that alarmed before it was complete, saying no disposable pump, won't run. Patient not affected. No additional information. No patient injury. Customer requested additional disposables to be added to complaint. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.